Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. The patient underwent a revision procedure and a lead fracture was observed under x-ray. The lead was surgically capped and a new rv lead and pacemaker was placed on the opposite side as there were access issues reported. The patient became unstable during this procedure and required intubation due to hemopotosis. It was believed that the patient had suffered from a hemothorax. The case was completed once patient was stabilized.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.